Manufacturer narrative:
B3: event date - bsc aware date used as event date is unknown.

Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. On (B)(6) 2024, the physician reported to the boston scientific (bsc) clinical representative that there was a lobe of a bifurcated appendage that was completely open. A non-bsc representative for another closure device was onsite and completed computed tomography (CT) imaging. The physician had planned to place a non-bsc closure device on top of/adjacent to the 24mm watchman closure device to close off the appendage. The physician had stated that the imaging was difficult because cardiac anesthesia completed it on the original implant day and the physician who was co-scrubbing and driving the case does not implant often. A non-bsc closure device was successfully placed on top of the watchman closure device.